Manufacturer narrative:
UDI information(d4) and 510k(g3)are not provided as this product (model g407376) is only marketed outside of the us and is therefore not referenced in the gudid database.

Event description:
During the atrial fibrillation procedure, blood was flowing backward from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. Air contamination to the patient has not been confirmed. No additional puncture was performed. The hospital discarded the reported introducer.

Manufacturer narrative:
Additional information: g3, g6, h2, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.